Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, sheath unraveling occurred. The lesion was located in the common bile duct (cbd). At an unspecified time during the procedure, the ptfe endoglide sheath on the 0.035 hydra-jag guide wire unraveled which prevented advancement of the device. The location of the unraveled portion of the guide wire remained outside the patient. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.